Manufacturer narrative:
As reported, a 6-12 mynx control venous vascular closure device (vcd) was misused and caused a large, football sized hematoma. The user did not confirm placement at the venotomy and deployed the sealant. This caused the hematoma, and vascular surgery had to intervene. Thrombectomy treatment was required, and vascular surgery also performed a thrombectomy. No sales rep was requested or present at the time. The device was discarded at the facility and could not be returned. The procedure was interventional in nature and used an antegrade access approach, with the deployer in training. A non-cordis sheath, two additional non-cordis sheaths, and one cordis sheath were utilized. The puncture site vessel diameter was at least 5 mm, with no calcium present, no history of a previously closed site, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There were no multiple stick attempts, no high stick, and no posterior wall puncture. Hemostasis was achieved using manual compression. The inr was 1.04, and the platelet count was 254. The device was not available to be returned for analysis as it was discarded. A product history record (phr) review could not be conducted as a lot number was not provided. Access site hematomas/hemorrhages are a common post-procedural complication and are listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vcd sealant, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. A deep vein thrombosis (dvt) is also a known potential complication and is listed in the mynx control venous vcd IFU as such. A dvt occurs when a blood clot forms in a deep vein, most commonly in the lower leg [calf] and can spread up to the veins in the thigh. A dvt is the result of three principal factors: reduced or stagnant blood flow in the deep veins (venous stasis); injury to the blood vessel wall; or an increase in the activity of those substances in the blood that are part of the normal clotting mechanism, a condition called hypercoagulability (which means a more active clotting state). The act of creating a venotomy with a catheter sheath introducer produces intended damage to the vessel wall in order to obtain access to the patient¿s vasculature for diagnostic or interventional purposes. The intended injury to the vessel wall triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the punctured vessel. Usually, anticoagulants are prescribed in order to prevent the formation of thrombosis at the puncture sites. Vessel occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Without the return of the device for analysis or procedural films, the reported events could not be observed, and no determination of possible product contributing factors could be made. Based on the information available for review, procedural/handling factors (user error) likely contributed to the reported hematoma, as it was stated that the product was misused and that sealant placement at the venotomy was not confirmed, and this resulted in hematoma formation and the need for vascular surgery, especially since the user was in training at the time of device use. However, it was not reported whether the sealant was placed intravascularly or improperly positioned above the vessel in the venotomy; therefore, the exact cause of the reported dvt could not be determined. Nonetheless, either scenario could have contributed to the dvt, as venous stasis may occur as a result of the device misuse and large hematoma formation. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿align the device with the tissue tract. Pull gently to retract the device and procedural sheath until the black line in the tension indicator window aligns with the marks on both sides of the white handle. This indicates that the balloon is abutting the venotomy and that the device is positioned to appropriately deliver the sealant extravascular to the venotomy. While maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion.¿ additionally, the IFU instructs, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increased redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ it also instructs, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication that the reported events are related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6-12 mynx control venous vascular closure device (vcd) was misused and caused a large, football sized hematoma. The user did not confirm placement at the venotomy and deployed the sealant. This caused the hematoma and vascular surgery had to intervene. Thrombectomy treatment was required, and vascular surgery also performed a thrombectomy. No sales rep was requested or present at the time. The device was discarded at the facility and could not be returned. The procedure was interventional in nature and used an antegrade access approach, with the deployer in training. A non-cordis sheath, two additional non-cordis sheaths, and one cordis sheath were utilized. The puncture site vessel diameter was at least 5 mm, with no calcium present, no history of a previously closed site, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There were no multiple stick attempts, no high stick, and no posterior wall puncture. Hemostasis was achieved using manual compression. The inr was 1.04, and the platelet count was 254. The device is not being returned for evaluation.